Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and possible heart attack on (B)(6) 2017. Customer's blood glucose at the time of hospitalization was unknown, but prior to hospitalization, blood glucose was between 300 mg/dl and 500 mg/dl. Customer reported that blood glucose began to elevate after the death of her spouse. The customer experienced symptoms such as chest pain.the customer was wearing the insulin pump during the hospitalization. Customer was hospitalized for 2 days. Customer requested and received assistance with programming insulin pump. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.